Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/23/2017 with the following findings. Evaluation revealed s/n label is worn/peeling. A battery compartment crack was found at case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on (B)(6) 2017.